Manufacturer narrative:
Updated field: b4, g3, g6, h2. H11. Corrected field: e1 (event site address) , d4. Getinge field service engineer (fse) discovered that the power on/off switch was broken. No one was harmed. Fse replaced the power switch (0012-00-0834) and cable assembly. Fse reported that the safety disk and battery were nearing their replacement deadline and offer to replace them. The customer agreed to replace safety disk (adult safety disk assy, english, 1 piece ((B)(6)) at 12-feb-2026. Fse replaced the battery for the customer using their own battery. The machine can work normally.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g2.

Event description:
It was reported during preventive maintenance by getinge field service engineer (fse) that the power on/off switch was broken. Patient not involved and no one was harmed.

Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). Updated fields: b4, b5, b6, b7, d5, d8, d9, d10, e1 (initial reporter, event site email), e2, e3, e4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes, health effect ¿ impact codes), h11. It was reported during preventive maintenance by getinge field service engineer (fse) that the power on/off switch was broken. Patient not involved and no one was harmed. Fse replaced the power switch cable assembly. Fse reported that the safety disk and battery were nearing their replacement deadline and offer to replace them. The customer has not yet decided to replace safety disk and battery. All functional and safety checks been performed to meet factory specifications.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) has power switch is broken. Replace the cable assembly, power on/off 1 piece. There was no patient harm.

Manufacturer narrative:
Additional information: due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.